Event description:
It was reported that the pt had an abgii removed for pain. The surgeon stated that when removing it, it came out very easily and that something else was going on and it may have to do with the stem.

Manufacturer narrative:
It was noted that the devices are not available for eval. Add'l info has been requested and if received, will be provided in a supplemental report.